Event description:
It was reported that this patient presented to the emergency room (ER). The ER physician contacted boston scientific technical services (ts) for a verbal report on data from the patients single-chamber implantable cardioverter defibrillator (ICD) device. A review of the device data indicated there were three stored ventricular episodes in the collection period. In one episode, anti-tachycardia pacing (atp) device therapy accelerated the patients arrhythmia and a subsequent 41 joule device shock converted the arrhythmia. Lead measurements were noted to be within normal specification limits. The device remains in-service. No additional adverse patient effects were reported.